Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Provided information states the screwdriver is worn causing the screw to strip. Could not seat screw (distal screw of troch nail) down, screw was left proud. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Hex head of screw driver is worn causing screw to strip and left proud in pt.